Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the jaws of the device did not open after sealing. The jaws were opened manually, resulting in under 200cc of blood loss. A new device was used to continue the procedure and there was no patient injury.

Manufacturer narrative:
Evaluation summary: one used lf1520 ligasure device was received, and an evaluation confirmed the reported issue. Visual inspection found the device was returned with tissue stuck between closed jaws. The jaws could not be opened using the handle. Disassembly found the issue was from a loose metal clip within the device body. There were no other signs of body or component damage, indicating that it was manufactured and functioned properly when it left the factory. A review of the device history records found no potentially contributing factors from the manufacturing process. The investigation identified the root cause of the reported event to be a clip that became loose during use. If information is provided in the future, a supplemental report will be issued.